Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient stated they were seeing an "internal device has lost all data. Contact your clinician" message, or a power on reset (por) on the handset. The patient was redirected to follow up with their health care provider (hcp) to clear the message and check the implant.